Event description:
It was reported that the right ventricular (rv) lead triggered a lead warning for high impedance. Ventricular capture management also noted that the threshold went up some around the time of the lead warning. There were also 757 ventricular high rate episodes but no apparent oversensing. The lead was reprogrammed to unipolar remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There were 32,611 high impedance paces post lead warning on (B)(6)-2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.